Event description:
The customer reported that while using the device during an ladg an end tone was heard, signifying a complete seal cycle, but sealing was not completed. There was no reported bleeding or tissue damage. There was no injury to the pt.

Manufacturer narrative:
(B) (4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted. (B) (4)